Manufacturer narrative:
Device evaluation: one smiths medical legacy plus pump was returned for analysis in a good condition. No problems were found in the event log history. During analysis, the customer's reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that a smiths medical pump alarmed "no disposable" 24hours after connecting cassette to pump. No clinical consequences observed. Treatment: veletri 50ml/48hours.